Event description:
The customer reported that the system displayed a generator error message on boot up. This error message would prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.